Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported heart failure could not be determined. The reported patient effects of heart failure as listed in the instructions for use, is known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
Date of event, implant date, explant date: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment. Article title: utilization of intra-aortic balloon pump to allow mitraclip procedure in patients with non-coapting mitral valve leaflets: a case seriesna

Event description:
This is filed to report prolonged hospitalization and heart failure. It was reported in an article review that this was mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. An intra-aorta balloon pump (iabp) was placed due to non-coapting leaflets prior to the procedure. On (B)(6) 2021, three clips (60609u237, 60609u245, 60609u240) were successfully implanted, reducing mr to 1-2. A few days later, the iabp was removed and the patient was discharged. On (B)(6) 2017, a follow up revealed that the patient was re-hospitalized for congestive heart failure. The clip is stable on both leaflets, and mr is 1-2.. No additional information was provided.